Event description:
It was reported that this patient passed away on an unknown date due to unknown reasons. The patient was a resident of a care facility. Attempts for further information were unsuccessful to date.